Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The rhythm was accelerated due to said therapy, which was subsequently terminated by additional shock therapy. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to fields: h6: patient codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The rhythm was accelerated due to said therapy, which was subsequently terminated by additional shock therapy. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.